Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented same day post procedure. It was noted that the left ventricular and right atrial leads were in the incorrect ports. The physician switched the leads to the correct ports. There were no patient consequences.